Manufacturer narrative:
As of 01/09/2023 aso contacted the manufacturer for further investigation. Aso reviewed pre-shipment testing with no issues or observations noted. Aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. In addition, complaint database was reviewed and no negative trend has been identified for the associated product. It appears that the patient had a larger wound requiring larger dressings. Refer to section relevant tests/laboratory data of this report for further details.

Event description:
Consumer stated on (B)(6) 2022 that product got stuck and caused bleeding. Consumer returned customer information request (cir) on 12/19/2022. Consumer informed that the product stuck when applied in a large wound area. Consumer stated that medical treatment was required. Consumer applied neosporin and polysporin.